Event description:
It was reported via repair work order that the ground pin on the auxiliary power cord was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.